Event description:
It was reported that: the white leur hub separated from the device when changing the dressing. The proximal channel was clamped, and the catheter was changed. There was no negative clinical consequence for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer returned one 3-lumen catheter for analysis. The proximal luer hub was separated and not returned. Visual analysis revealed that the proximal luer hub separated from its extension line. The point of separation could not be determined without the proximal luer hub returned for analysis. The proximal extension line separation point appeared partly smooth and partly rough and jagged. The inner diameter (ID) of the extension line at the separation point measured 0.058", or 1.4732mm via calibrated pin gauge, which is within the specification limits of 1.42mm - 1.50mm per the proximal extension line graphic. Functional inspection could not be performed as the rest of the catheter was not returned for analysis. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the separated luer hub returned for analysis, the probable root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the white leur hub separated from the device when changing the dressing. The proximal channel was clamped, and the catheter was changed. There was no negative clinical consequence for the patient.